Event description:
It was reported that the user stated the ilet pump was not charging; during troubleshooting, the user was advised to reposition the charger, and charging resumed when the pump was placed on its back rather than on the glass side. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user technique as the cause of the charging issue. Symptoms included no reported adverse effects and no change in blood glucose. Outcomes included medical intervention. It was concluded that the device functioned as designed once used correctly and no device malfunction occurred.